Event description:
It was reported that the system was displaying potentiometer errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. The interconnect cable was replaced as a precautionary measure. System operates as intended.